Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was resistance between vasculature. During the puncture, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small did not enter into the vessel. Dilation with 9fr sheath but did not pass. Replaced with agilis sheath and continued the procedure. The procedure was completed without patient's consequence. Additional information was received. There was resistance between vasculature. The resistance with the sheath was when they were trying to put the dilator and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-oct-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. During the puncture, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small did not enter into the vessel. Dilation with 9fr sheath but did not pass. Replaced with agilis sheath and continued the procedure. The procedure was completed without patient's consequence. Additional information was received. There was resistance between vasculature. The resistance with the sheath was when they were trying to put the dilator and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The device evaluation was completed on 15-nov-2023. The device was returned to biosense webster (bwi) for evaluation. A visual and dimensional inspection of the returned device was performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The distal tip of the sheath was reviewed in detail and no anomalies were found. The resistance felt by the customer could be related to skin incision size relative to the sheath; however, this cannot be conclusively determined. It should be considered that a small incision can be a contributing factor to this event. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).